Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace the source lamp and perform lamp alignments and assay calibrations. The customer stated that the cuvette wheel obtained a "cannot find home" error message. The ccc went into diagnostics mode and made 20 cuvettes and performed lamp alignments. The customer recalibrated, replaced water on the instrument, primed, and ran quality controls. The customer repeated patient samples after troubleshooting, which resulted as expected. The cause of the discordant, falsely elevated ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on six patient samples on a dimension rxl max without hm instrument. The discordant results were not reported to the physician(s). After changing the water and performing calibration, the samples were repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.